Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced three infusion set crimped cannula event on (B)(6)2024. The blood glucose level was 236 mg/dl and the patient was treated with correction bolus via pump. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3